Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer / asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer sought medical assistance to remove u by kotex security tampon. Consumer reported symptoms of fever, vaginal odor, vaginal discharge, and abdominal pain. Tampon separated into pieces upon removal. Doctor diagnosed bacterial vaginosis (bv) and prescribed antibiotics.